Event description:
It was reported the device presents difficulty to use the guidewire. Delay in procedure. Additional information received 04 august 2023: initially, it was noted that the guidewire of the 4fr single lumen kit was different from the others used. The puncture was performed, but the guidewire failed to advance, as it was noted a difficult to slide it. Upon removal it got off completely tortuous. It was punctured once again, but with the guidewire damaged there was no progression, making impossible to use it. A new catheter was taken and I used the guidewire from a 3fr kit in the 4fr catheter, procedure was successfully completed after this exchange. Additional punctures needed. Patient got discharged. No medical intervention was needed. It was a pediatric patient being treated with chemotherapy. There was not a break.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of difficulty threading the guidewire through the needle was confirmed but the cause is unknown. A single photograph of the distal tip of implicated guidewire was returned for evaluation. The gold coiled end of the guidewire contained deformation where the wire was curled. It was reported that difficulty was encountered when inserting and removing the guidewire from the introducer needle. The difficulty manipulating the wire likely contributed to the observed damage. However, it is unknown what caused the initial difficulty threading the guidewire. Without receipt of the physical sample, dimensional analysis and microscopic observation could not be conducted. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the device presents difficulty to use the guidewire. Delay in procedure. Additional information received 04 august 2023: initially, it was noted that the guidewire of the 4fr single lumen kit was different from the others used. The puncture was performed, but the guidewire failed to advance, as it was noted a difficult to slide it. Upon removal it got off completely tortuous. It was punctured once again, but with the guidewire damaged there was no progression, making impossible to use it. A new catheter was taken and I used the guidewire from a 3fr kit in the 4fr catheter, procedure was successfully completed after this exchange. Additional punctures needed. Patient got discharged. No medical intervention was needed. It was a pediatric patient being treated with chemotherapy. There was not a break.